Event description:
The customer reported that while patients were being monitored on the panorama central station with ambulatory telepacks, the central station displays had a blank screen causing loss of patient monitoring. No pt injury was reported.